Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported seeing visible "smoke when charging" their adc freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered in device manufacture date is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported seeing visible "smoke when charging" their adc freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.